Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after 10 days post filter deployment, the patient came to the emergency room with syncopal episode, a vq lung scan was performed it revealed there was a two segmental filling defects in the right lower lobe and there was a sub segmental filling defect in the periphery of the left lower lobe. Subsequently, on the same day a CT revealed an ivc filter was present and it lies above the levels of the renal veins adjacent to the liver. Few days later, thoracic surgery was performed, pericardial washout at bedside and drained a significant amount of bloody fluid from the pericardium. The patient had an episode of cardiac tamponade requiring an emergent opening of the sternum in the ICU and drainage of the tamponade fluid was done. Therefore, the investigation is confirmed for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed and the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that filter migrated into renal vein necessitating dialysis. It was reported that the patient experienced acute tubular necrosis, thrombosis and surgical procedures for suspected pulmonary emboli with sepsis and cardiac tamponade, pain, edema, and other continuing sequelae. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.